Event description:
It was reported that during a driveline (dl) sheath repair involving the ventricular assist device (vad) the dl cover was found to be stuck and had hardened. The dl and dl cover remain in use. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system - driveline cover d4: model#: 1175 / catalog#: 1175 / expiration date: / lot#: d9: no h3: no h4: mfg date: h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction to b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there were several cracks in the driveline over a length of ten centimeters that started at the driveline strain relief.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6), and the driveline boot cover (unknown lot number) were not returned for evaluation. Review of the vad's manufacturing documentation confirmed that the associated device met all requirements for release. A review of the boot cover's manufacturing documentation was not performed as the driveline boot cover lot number is unknown. Review of the vad¿s (B)(6) service history records indicated that the driveline cable was previously serviced, and the repair action was verified. There was no evidence that the driveline boot cover had previously been serviced. On-site inspection of the driveline cable revealed that the previous repair was worn out. In addition, on-site inspection of the driveline boot cover revealed that the driveline boot cover was hardened and stuck. As a result, the reported event was confirmed. A driveline sheath repair and a driveline cover removal were performed to mitigate the reported conditions. Based on the available information, the most likely root cause of the driveline sheath repair damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported stuck driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Additional products: d1: driveline boot cover d4: lot#: unknown h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the driveline cable sheath had a worn out previous repair, starting from the strain relief over a length of 10 cm. It was also reported that the driveline cover was removed.